Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds during routine follow up, and further examination showed that the rv lead was dislodged. As a result a lead revision was performed and the lead was repositioned. No additional adverse patient effects were reported.